Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The device was leaking due to a blown distal end. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the visera cysto-nephro videoscope's tip was peeling off after reprocessing scope in the sterrad nx. There was no patient harm or consequence reported as a result of this event.